Event description:
The initial reporter received questionable li lithium results for several patient samples with a cobas 8000 c702 module. The reporter stated they had significant positive bias on a proficiency study and were seeing issues with lithium qc as well as patient samples spiking at the end of the day. The reporter stated the initial results would be 4.0 mmol/l and would repeat as normal: 0.5 mmol/l. It is unknown if the questionable results were reported outside of the laboratory. The reagent lot number was 57770301. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A general reagent issue can be excluded. The field service engineer replaced the gear pump head, a solenoid valve, and reagent probe and confirmed the module was running within specifications. The investigation determined the service actions resolved the issue.